Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the endoscope system controller to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer experienced a cascading optical issue, no replay video message at the start. Customer power cycled the system then received a check blue optical cable to patient side cart (psc) message. Issue started with the system not completing the power up sequence and it cascaded to not completing the power on self-testing to the psc. Technical support engineer (tse) advised hard power cycling the system and reseating the cable but the issue still returned. Tse had the customer hard power cycled off again and reconnect the cables to surgeon side console (ssc) 2 to ssc 1, and ssc 1 to vision side cart (vsc) to free port on vsc for testing, this was completed but they could not get system to complete the homing process and message stayed the same regardless of the port configuration. The procedure was aborted with no patient involvement or reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no harm done to the patient.